Event description:
It was reported to the manufacturer that the site has been facing issues with their programming system during an office with the pt. Follow-up revealed that several attempts were made to reinstall the software on the handheld but the user was not successful. Troubleshooting did not resolve the event; therefore, the site was sent a replacement device. Good faith attempts to obtain the product for analysis are underway.